Event description:
Consumer states that he was in his home and the scooter tipped to the left and he fell off. Consumer states that the scooter fell on top of him. Consumer states that he hit his help button and someone came to help him up and get him into a manual wheelchair. Consumer states he does not remember the details of this incident because he takes strong pain pills that impair his short term memory. Consumer states that his leg was hurting because the scooter fell on top of it. Consumer states his brother put an anti-tipper bar on the scooter underneath the scooter. Consumer states the bar stuck out about 6 inches on each side but the consumer states this did not work.